Event description:
It has been reported that one syringe 0.3ml 31ga 8mm 10bag 500 has been found experiencing separation of the hub from the device during use. The following has been provided by the initial reporter: it was reported that needle hub separated when shield was removed. Verbatim: issue(s): found 1 syringe hub separated with shield removed occd date (B)(6) 2019. Lot #: 9063718. Item #: 328512.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 9063718. Customer states that the needle hub separated when the shield was removed. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9063718 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200811700] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 20 nov2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There was no hub inside the shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue." H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.3ml 31ga 8mm 10bag 500 has been found experiencing separation of the hub from the device during use. The following has been provided by the initial reporter: it was reported that needle hub separated when shield was removed. Verbatim: issue(s): found 1 syringe hub separated with shield removed occd date (B)(6) 2019, lot #: 9063718, item #: 328512.